Manufacturer narrative:
(B)(4). Added additional information: the analysis found that one pse45a device was returned in good visual condition and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event that occurred with the device? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? What troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue? What firing did the issue occur on? What was the surgical procedure that was being performed? How was the case completed after the product issue occurred? What color cartridge reload was being used during the firing? Do you have a batch and/or lot number of the device?

Event description:
It was reported that during an unknown procedure, the device "failed to release." It is unknown how the case was completed. There were no patient consequences reported.